Event description:
Information was received that reported a patient was hospitalized in early 2009, due an incident of hyperglycemia. The patient reports experiencing several days of very labile blood glucose with many unexplained highs. On the morning of the same day, her blood glucose was >600. She was brought to the hospital and was treated with IV fluids and insulin. Upon admission his blood glucose was >750 mg/dl. The device will be returned for evaluation;to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy test were performed, the device was found to pass all delivery and accuracy tests. No operational and functional failure was detected and the product was within specification.